Event description:
A female patient complained to inmode about having a "visible dot-like scarring" following morpheus8 treatment on her abdomen. Additionally, the patient claims that "the skin appears even more sagging than before".

Manufacturer narrative:
This report is submitted following patient's complaint to inmode. Up to date inmode has not received any photos not from the treatment provider, nor from the patient to be able to assess the complaint clinically. Treatment date is also currently unknown and inmode cannot conclude with regards to the healing stage of the treated area. The case is reported out of "abundance of caution" in compliance with FDA regulations at 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury. If additional information becomes available, inmode will submit a supplementary report.